Event description:
The user facility reported a 60-year-old male patient was reported to be implanted with an impella cp device for mechanical circulatory support. During the placement of the impella cp in the right femoral artery, a recently placed femoral stent prevented placement. The procedure was aborted. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition as a recent femoral stent was preventing placement. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07063 was provided in sections b2, b5, h1, and h6.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The root cause of the delivery issue was most likely due to patient condition since patient had recent femoral stent. This report is being filed as part of a retrospective review of historical records.